Event description:
The customer reported to baxter that the interlink valve on the interlink continu-flo solution set has collapsed on two occasions. The facility is using the bd twinpak dual cannula device, product code 303390, lot number unknown. The condition occurred while in use on a patient. The sample is available and will be returned for evaluation. The set was still in use and on the patient when the customer called. The injection site that collapsed was piggy backed to ensure a leak would not occur. There was no patient injury or medical intervention necessary due to the condition. It is unknown what medication was being infused. The customer believes the staff is using the incorrect side of the bd twinpak. The customer was informed that the plastic end of the (B)(4) twinpak is compatible for use with the interlink, but the blunt metal end is only for accessing vials. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned one sample for evaluation and the injection was missing, not collapsed. A complete hot stamp ring is present on the swage. The swage height was measured and within specification. A scratch mark was found inside the interlink y-site. A batch review was also performed with no abnormalities observed. An assignable root cause could not be determined.